Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported on an unknown date the surgeon believes the depth gauge is not measuring accurately. The repair technician reported tip was slightly bent and weld between slider and needle had tiny holes holding debris. Cosmetic test was failed. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h4, h6: device history record (DHR) review conducted: part:319.01. Lot:l391841. Manufacturing site: werk hagendorf. Supplier: na. Release to warehouse date: 18 sep 2017. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the surgeon reported that the depth gauge is not measuring accurately. It is unknown if there were patient and procedure involvement. During manufacturer's investigation of the returned device it was identified that the tip of the device was slightly bent and weld between slider and needle had tiny holes holding debris. This report is for one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for complaint (B)(4).